Manufacturer narrative:
H10: one (1) actual sample was received for evaluation as a cassette and heater bag only, however the other one (1) actual sample was not received for evaluation. A visual inspection with the naked eye identified the heater bag tubing was separated from the cassette port causing the set to leak. There was evidence on the tubing indicating the tubing was positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler set leaked; further described as ¿the inside of the machine was wet¿. Additionally, the heater line was observed separated from the main part of the cassette. This occurred after treatment of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.